Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air leakage, distal end burned due to handling problem, chipped curved bending rubber adhesive, insert damaged, operation part damaged, universal cord damaged, corrosion of connector due to water leakage, switch 1and 2 damaged, control unit lock engagement lever broken, and control unit knob damaged and corroded. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the uretero-reno videoscope had angulation locking malfunction. Upon inspection and testing of the customer returned device, the device angulation locked and could not disengage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an air leak occurring in the operation section which caused the inside of the operation section to become corroded. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or abruptly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding, and/or perforation can result. It may also become impossible to straighten the bending section during an examination." Olympus will continue to monitor field performance for this device.